Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated folate (fol) result for a patient was generated on the atellica im 1600 analyzer. The customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed troubleshooting and discovered the acid pump had failed. The cse replaced the acid pump and primed acid. The cse proactively replaced reagent probes. The cse ran an auto-check which all were within specifications (spec). The cse ran quality controls (qc) and were out of spec. The cse recalibrated the assay and ran qc and observed luminometer (lumo) thermal errors. The cse replaced lumo thermistor and reset mechanics. The lumo thermals were in range. The cse ran qc and all were in spec. The cse noted that qc and lumo thermals continued to be stable overnight. The instrument is performing according to specifications. Siemens is investigating the event.

Event description:
A discordant, falsely elevated folate (fol) result for a patient was generated on the atellica im 1600 analyzer. The initial result was reported to the physician(s). The sample was repeated on the same atellica im 1600 analyzer and resulted lower than the initial result. The result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant folate patient result.

Event description:
A discordant, falsely depressed folate (fol) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was reported to the physician(s). The sample was repeated on the same analyzer and resulted higher than the initial result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant folate patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00472 on 04-dec-2020. Corrected information (27-jan-2021): siemens further investigated the issue and based on the instrument files; the repeat result was higher than the initial result. Sections b5 and b6 were updated to reflect the correction. Additional information (01-feb-2021):the cause of the discordant, falsely depressed folate (fol) result could not be determined, due to replacement of multiple parts. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.